Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported by the patient that infusions set was leaking from site within 24 hours of use after changing the infusion set. No further information was available.

Manufacturer narrative:
(B)(6)